Event description:
Event description cpi received information that a patient with this implantable cardioverter defibrillator (ICD) received shocks in sinus rhythm. The physician was not able to reporduce the oversensing.